Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they were having problems with the device and it wasn't working so they replaced it so the patient could have a MRI. Patient said they were not able to control their urine. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported.